Event description:
A talent thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of a 7 cm thoracic aortic aneurysm in the aortic arch. The diameter of the proximal healthy aorta was 41 to 42 mm, and the diameter of the distal healthy aorta was 35 mm. It was reported that the physician performed a debranching of all of the great vessels, prior to the stent graft placement. First, the physician implanted a talent thoracic stent graft mid-arch without issues. Then, the physician attempted to place another talent thoracic stent graft in the ascending thoracic arch. During deployment, the stent graft started to misalign; however, the physician pulled the stent graft back and completely deployed the graft within the first stent graft already deployed in the mid-arch. The physician then elected to place another talent thoracic graft in the steep ascending aorta; in order to prevent misalignment, the physician first placed and slightly inflated a reliant balloon in the ascending arch and then placed the thoracic stent graft, which was deployed without issues. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Required intervention. Misaligned deployment. Implanting the graft in the ascending arch.